Manufacturer narrative:
One used. List#: 46117-31, single transpac¿ IV, 24" red stripe tubing, 3ml squeeze flush, unbonded; lot#: 13915810. One used. List#: unknown, 0.9% sodium chloride 500ml bag; lot#: w4c14b0. Five new. List#: 46117-31, single transpac¿ IV, 24" red stripe tubing, 3ml squeeze flush, unbonded; lot#: 13915810. The reported complaint of cannot obtain readings was confirmed on the used set and not confirmed on the new sets which were returned for evaluation. No visual anomalies were observed on all the returned sets. The transducers were electrically tested, and the transducer of the used set was not able to be zeroed. The used set was primed, and pressure leak tested, and no leaks were observed. When the transpac was cut open, corrosion was observed on the microchip pointing to fluid ingress into the transpac housing. However, no leaks were observed on the set during functional testing. It is believed the fluid ingress occurred into the vent of the transpac. The probable cause of the reported complaint is fluid was introduced during use into the transpac. All the new sets showed a wave form and was able to be zeroed with the waveform visible on the monitor. The new samples had performed per the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information in d7a.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. Additional reporter: (B)(6) canada.

Event description:
The event involved a single transpac¿ IV, 24" red stripe tubing, 3ml squeeze flush, unbonded where it was reported during surgery, the arterial pressure overshot to 277mmhg/231mmhg. There were no issues with the transducer at the start of the case; it had been flushed, zeroed and installed appropriately. Normal pressure tracings and readings were recorded until 11:50 am, where the transducer spontaneously failed. Furthermore, a noninvasive blood pressure (nibp) was cycled and confirmed the patient's pressure was normal at 119/69 mmhg. Team attempted multiple times to zero the pressure transducer without success. Faulty transducer was changed, and the monitoring of the invasive blood pressure (bp) was resumed. No serious deterioration in the state of health of a patient, user, or other person and no death of a patient, user, or other person. There was patient involvement, no harm, however there was a delay in therapy.